Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.